Event description:
It was reported the insulin pump alarmed button error. The buttons were not held for three minutes or longer. Blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.